Event description:
It was reported that the device had its service wrench illuminated and had logged multiple fault codes. It was also determined that the device could not deliver defibrillation energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.